Manufacturer narrative:
(B)(4). Date sent 7/9/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "placed the stapler into rectum, it tore it"? Yes, see my narrative note below. 2. Could you please clarify if there were any patient consequences? Yes, change of patient surgical course, creation of an end ileostomy for diversion while the rectal remnant heals. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Yes, the patient will need to return to the or in a few months for a second surgery to reconnect the bowel. Product disposition: dispositioned as a sample through optimizer provided to lone peak with no product charge. Case was scheduled as a robotic assisted total colectomy. I arrived at lone peak at approximately 0715- logged into v-pro and changed into scrubs. Patient was in the room near 0730 when I presented to the or for the first time. Dr. Arrived in the or shortly after I arrived. I noticed they had pulled the ethicon manual circular stapler (stealth) in a 25mm. I asked dr. If that was the intended device or if he was planning to use the powered circular. He said he would like to use the powered circular but because he was connecting the terminal ileum to the rectal remnant, he would need either a 25 or 28mm. I went to the core, and they only had 29mm powered circular devices in stock. I sent a text message to the ae for the account to ask if he had a 25mm powered circular in his trunk stock. He did and he recommended we have it on hand if the 29mm they already had was too big. I pulled the 29mm stapler from the core and placed it on the cart in the room to be easily accessed if it was needed. The or team was positioning the patient. I communicated that I was going to go pick up the 25mm so we would have both sizes available. Dr. Said thank you that they had a lot of work to do before they would be ready for the eea portion of the case. I dismissed myself, changed out of my or scrubs and departed to pick up the 25mm powered circular. Through correspondence we determined that if the 25mm device would be used I would need to do a bill only charge with the account for the device. When I returned, correctly logged in to v-pro, changed and went to the or. I spoke with materials at the account about the plan for a bill only device and she was aligned. She also asked me to send her the product number and she would order the 25mm to keep in stock for the future and said thank you to me for taking care of the surgeon and patient needs. I presented back to the or with the additional stapler and placed it with the other device for the surgeon selection. I remained in the or during the work of the case. The bulk of the work was done robotically. Intuitive arrived mid case for robotic support. The dissection appeared to me to be challenging but expertly done. At length dr. Encountered what appeared to me to be a limitation using the robotic approach where they couldn¿t free up the colon from the splenic flexure. - the last step that was needed before the colon could be removed. A decision was made to open the abdomen. There was a transition period where they had to undock the robot and open some additional instrument sets for the open approach to the case. I momentarily stepped out of the room during this time to be out of the way while the or team was busy in the limited space. Once the abdomen was open and the case was underway again, I stepped back into the room. My assessment of the case after the pivot is that the instrumentation was insufficient for the depth of the abdomen and more staffing was needed for the transition as evidenced by- the difficulties in visualization at the or table and that the circulator had to frequently leave the room for additional supplies. ¿ I only mention the specific instances below because I believe it adds to the challenges of the case, urgency, and intensity of the atmosphere. They were using a balfour with a bladder blade as the self-retaining retractor, but the bladder blade was too small to reach the tissue that needed to be retracted. They were supplementing with hand-held richardson retractors. Which helped visualization but also were still a little small. This occupied both hands of the scrub person (liz) during the dissection of the splenic flexure- I suggested they open a longer extension electrode for their bovie. I could see they couldn¿t easily reach the tissue they were working on with the standard bovie. But then we had to wait for the circulator to return to the room to open it. At one point an additional scrub person asked for the ¿deep¿ set. The longer instrumentation helped. They opened a ligasure impact only to realize they didn¿t have a console in the room, and the instrument wouldn¿t plug into the robot stack. Amy had to leave to acquire an ft10. The surgeon had to wait between every step. They colon was freed and extracted. There was excessive omentum, that was contributing to the difficulty of the dissection. Dr. Atherton did an incidental omentectomy. The circulator asked me how to spell omentum for the specimen. When it came time to reattach the terminal ileum to the rectal remnant dr. Asked for the 25mm powered circular to be open. The anvil was placed in the terminal ilium without incidence. Dr. Then broke scrub to place the sizers in the rectum from below. He was asking liz (scrub) to look in to the pelvis at the rectal remnant for the dilator/sizer placement in relation to the staple line. She seemed unsure of what he was needing and how to best help. He progressively placed the dilators in the rectum, leaving the last one in the rectal remnant and scrubbed back in to assess the dilation from inside the patient abdomen. At this point, the rn circulator donned sterile gloves and took position between the stirrups. Dr. Asked her to remove the last dilator and place the 25mm stapler into the rectal remnant while he guided the tip of the stapler from inside the abdominal cavity. I asked if the trocar was fully retracted. She lubed the stapler end and inserted the stapler through the patient anus into the rectum. During the stapler insertion, the instrument pushed through the rectal remnant and traumatically tore the rectal tissue/staple line open. At his direction amy removed the circular stapler from the patient rectum. Opened the needed suture and a rectal repair was completed. Dr. Assessed that the trauma to the rectal remnant was unfavorable for an anastomosis and would likely leak. The stapler was only a contributing factor to the event in that - an inexperienced team member was asked to insert the instrument into the required anatomical position. A decision was made to create a temporary diverting ileostomy with the terminal ileum, manually repair the rectum, allow the bowel to heal for a time and return in a couple of months to reattach the bowel. The room remained busy. When appropriate, I spoke with about not charging the patient for the device that it would be a sample product provided at no charge to the patient. I communicated this to as well via text message as she was gone for the day. I retired from the case and reached out to my ae ¿ for guidance on calling in the complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition/torn tissue? Were there other contributing factors such as tissue conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total colectomy when the circulating nurse placed the stapler into rectum, it tore it. The device was never fired. Case completed by manual repair of the rectum.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? I do not know the patient pre-op diagnosis. What surgical procedure was performed? Robotic assisted total colectomy did the patient receive any preoperative chemotherapy or radiation? I don¿t know the pre-operative course of treatment for the patient. Were there any issues experienced with the device in the initial surgical procedure? No there were no issues with our device. What healthcare professional fired the device and what is his/her experience with the device? The device was not fired. The anvil had been successfully placed in the terminal ilium. The circulating rn was asked to place the powered circular through the anal canal into the rectal remnant pouch. The device was new to the rn. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The device was not fired. The device trocar was fully retracted. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not applicable were there any issues with device use/firing? Not with firing the device. However, with use and handling of the instrument in the patient anatomy, the or rn pushed the stapler through the rectal remnant, tearing the tissue and changing the planned course of the operation. What confirmation was received that the device completed the firing sequence? The device was not fired. Was the green checkmark visible at the end of the firing? The device was not fired. How many counterclockwise revolutions of the adjusting knob were used to open the device? The anvil was never connected; the device was not closed or fired. No counterclockwise revolutions were needed to open or remove the device. Was there any difficulty removing the device? No. Once the tissue tore, the nurse removed the rn was easily able to remove the stapler. Was a complete transection of the white breakaway washer visually confirmed? Not fired. Not needed. Were the donuts inspected? If so, please describe. Not fired, no tissue donuts created. Were there any issues noted with staple formation? If so, please describe the shape and location. No. The device was not fired. Does the surgeon believe the complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition/torn tissue? No. I don¿t believe the surgeon has concerns about the instrument. However, our device was the instrument being used when the tissue tore. The variable factor was the team member holding the instrument and placing the instrument into the anatomy. Were there other contributing factors such as tissue conditions? It had been a very tedious robotic dissection with many adhesions and difficulty accessing the full suspensory anatomy of the colon. As previously reported, the surgeon had already decided to abort the robotic approach and convert to an open surgery. My visual assessment was that tissue had been traumatized and inflamed through hours of surgery, but the rectal remnant anastomosis which was completed using the robotic surefire staple load was intact. Dr. Atherton would have been able to complete a successful end to end anastomosis if the tissue hadn¿t torn.